Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116", "pacer fault 118", "pacer disabled", "defib disabled", "defib fault 196", "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.